Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "breast pain and visibility/palpability" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: material rupture, other medical(burning), breast pain and visibility/palpability.

Event description:
Patient reported "burning, burning in the armpit area, pain breast, discomfort and the breast is different, rupture and recall" confirmed via ultrasound and mammography. This record is for the left side. The device remains implanted and it is unknown if the device will be returned. Patient's treatment is anti-inflammatory.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported "burning, burning in the armpit area, pain breast, discomfort and the breast is different, rupture and recall" confirmed via ultrasound and mammography. Later patient reported "she feels as if there are waves and through a physical examination a doctor informed her that the breast was hard with contracture but did not specify the degree". This record is for the left side. The device remains implanted and it is unknown if the device will be returned. Patient was prescribed anti-inflammatory treatment.